Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to replace one of the artificial urinary sphincter (aus) cuffs due to erosion. Only the original cuff was replaced and connected to the other tandem cuff. There were no additional patient complications.